Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. The physician connected the flush tube, aspirated and flushed the sheath. Then it was noticed that few drops of saline were coming out through the hemostatic valve. Catheter was inserted into the sheath and when the tip of the catheter was 1-2 cm above the handle, the physician aspirated, but the bubbles were still coming into the syringe. Sheath was changed and procedure was completed successfully. No patient complications were reported.